Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/05/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. There were cs 177 low battery warning occurred due to normal battery wear. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. During testing, the pump powered on with functional auditory and vibration alerts. A hard call service 069 alarm occurred during the rewind step therefore the investigation was unable to be adequately investigated due this alarm. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).